Event description:
Resolution clip - while tech tried to clamp down with resolution clip it would not close appropriately and pulled to the side. Sclerotherapy needle, while trying to push the needle out the hardware of the handle pulled away. FDA safety report ID# (B)(4).